Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia due to loss of communication-between pump and transmitter. The customer reported blood glucose value of 24 mg/dl. Patient discontinued the use of insulin delivery system and was treated with glucagon, glucose/carb intake, patient sought the help of emergency medical service and was hospitalized. Customer was unconsciousness that led to hospitalization. The event involved product(s) mmt-7841zw. Troubleshooting was performed for hyperglycemic event. Customer has been using the insulin pump system within 48 hours of reported event. Customer states automode/smartguard was in use at the time of the event. Troubleshooting was performed for loss of communication and it was found that customer wear the sensor on both their right and left arm and carry the pump both parallel to and opposite the gl4, which may contribute to the signal issues. No further patient complications were reported. Product return for mmt-7841zw is not expected.